Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this reader does not give a numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of "lo" (lower than 1.1 mmol/l) and 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (strip lot) number has been updated based on the returned product. The reported reader and test strips 4500180061 were returned and investigated. Visual inspection has been performed on the returned reader and test strips and no issues were observed. The reader did power on with button depression. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of "lo" (lower than 1.1 mmol/l) and 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.